Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no hearing sensation with the device since two weeks. No trauma/sickness has been reported. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode due to excessive mechanical stress appears very likely, as a sudden loss of hearing is reported. In addition the active electrode was not inserted completely during implantation surgery, which goes in line with the in situ measurement history showing one to two basal channels in hi status previously. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has no hearing sensation with the device since two weeks. No trauma/sickness has been reported. Re-implantation is considered. No date has been set yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. In addition, the active electrode was not inserted completely during implantation surgery, which goes in line with the in situ measurement history. Furthermore in situ measurements and the device explantation report point to a further migration of the electrode out of cochlea post-operatively. Reportedly two channels were found outside of cochlea during explantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user has no hearing sensation with the device since two weeks. No trauma/sickness has been reported. The recipient was re-implanted.